Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
On (B)(6) 2019 - MDR=yes serious injury. This right atrial (ra) lead was explanted unknown product performance issues . As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.